Manufacturer narrative:
Reason for reoperation: deflation "the reason for removal and date was not provided."

Event description:
Regulatory agency reported via sus medwatch (mw5120399) left side deflation. Device has been explanted and replaced.